Manufacturer narrative:
Insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. Insulin pump was unable to prime unit during prime test due to faulty force sensor. Unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Insulin pump received with cracked case at display window corners and severely scratches on lcd window.

Event description:
Customer reported receiving recurring motor error alarms on the insulin pump. Customer also reported receiving two no delivery alarms on the insulin pump. Customer reported that the insulin pump had recently been exposed to lead during a dental appointment. Blood glucose level was in the range of 300 to 400 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.